Manufacturer narrative:
The reported transient ischemic attack (tia) was re-assessed by the clinical review team. The patient has history of tia. H6 codes e2403, a25, and f26 have been added.

Manufacturer narrative:
This report is being submitted to correct a prior report, 1220648-2026-02992, that was erroneously submitted. Upon further review it has been determined that the complaint does not meet the criteria for MDR reportability as defined by regulations (21 cfr 803.50). Coding has been updated to reflect no allegation. No further follow-up reports will be submitted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 61-year-old male patient with known coronary artery disease, diabetes mellitus, and a history of transient ischemic attacks experienced an out-of-hospital cardiac arrest, requiring cardiopulmonary resuscitation. In the hospital, he underwent percutaneous coronary intervention due to an acute myocardial infarction with cardiogenic shock. Before impella insertion, the patient presented in scai stage e cardiogenic shock, with a lactate level of 4.1 mmol/l, and had received two inotropes as well as respiratory support. An impella cp was inserted prior to percutaneous coronary intervention but had to be escalated to an impella 5.5 one day later for additional cardiac support. The impella 5.5 was successfully weaned and explanted at the bedside by the surgical team on day 10 after insertion. Shortly after, staff noticed a left-sided facial droop (complaint was filed on this), and the patient was taken for computer tomography imaging. The symptoms resolved, and the patient returned to normal after the computer tomography scan. The patient was doing well, with no deficits or complications.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "patient went to CT for stroke protocol. After CT, symptoms resolved. Device was thrown away by staff."